Event description:
A hospital in (B)(6), reported that the warmer head case of an (B)(4) baby control cosycot infant warmer was cracked in several places. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint warmer head has not been returned to the manufacturer. It has been visually inspected by a fisher & paykel healthcare service personnel at our regional office in the USA. Results: the visual inspection confirmed the reported fault observed by the customer. Cracks were observed on the dome portion of the warmer head. The visual inspection also revealed slight discoloration of the upper harness connector housing. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is likely that the cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discoloration, crazing, and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The upper and lower head harnesses are used to connect the head unit to the control unit of the infant warmer. The harness delivers electrical power to the heating element, the examination light, and connects the thermal cut-out that is fitted in the infant warmer head unit. It is possible that the housing connectors of the infant warmer unit had a poor connection, causing the observed slight discoloration. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The head casing kit and harness connector of the affected unit were replaced, passing the electrical safety and functional performance tests. The unit has since been returned to the hospital.

Event description:
A hospital in (B)(6) reported that the warmer head case of an iw930 baby control cosycot infant warmer was cracked in several places. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Evaluation is anticipated, but not yet begun. We will provide a follow up report upon completion of our investigation.